Manufacturer narrative:
A review of the device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A sample was not returned to the manufacturing site for evaluation however a photograph was submitted with the complaint report. An examination of the photograph demonstrates that the needle hub appears to be detached from the syringe. A specific root cause could not be determined without an actual sample to examine and there were no related issues found in a review of manufacturing records. There was no indication of a systemic issue with the process or production. Based on available information, no corrective actions are required at this time. This complaint will be closed with no further action. If sample is received later, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the syringes were found detached from the luer inside of the package before the product was opened.